Event description:
It was reported that a vein indwelling needle was placed and four hours later it was found it came off due to the dressing was low-adhesive. Right away a new injection tube was replaced.

Manufacturer narrative:
We have now concluded our investigation into this complaint. Visual inspection of the returned sample confirmed the reported failure mode. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. The likely cause of this issue is down to operator error during the manufacturing process. Tests are carried out to confirm that the correct mass of adhesive is present at the start and end of each roll, however identification of inconsistencies in the spreading of adhesive between these points is down to observations by operators on the line. On rare occasions, it is possible for operators to miss these inconsistencies, which then can lead to the defect seen in this product. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.